Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to blood glucose (bg) level over 800mg/dl and diabetic ketoacidosis. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2021 with no permanent damage. Reportedly, an occlusion alarm had occurred. The customer changed the infusion set to resolve the issue. The infusion set brand and manufacture was not provided. Multiple follow up attempts were made to obtain additional information, however, a response was not received.